Manufacturer narrative:
Information was received via published literature: (B)(4). Please reference literature at the following location: (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that an anteroposterior radiograph made six and one half years after insertion of a harris-galante porous coated total hip prosthesis without cement, showed mild osteolysis around the distal portion of the femoral component. It is unknown if the patient has been revised.

Manufacturer narrative:
No device or photos were received, therefore the condition of the component is unknown. Device history records cannot be reviewed since the part and lot numbers are unknown. This device is used for treatment. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Product history search cannot be completed since the part and lot numbers are unknown. Relevant medical history and adherence to the rehabilitation protocol are unknown. A definite root cause cannot be determined with the information provided.